Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed the sensors initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. The sensor was connected to the transmitter, placed in 100 bts solution, confirmed that 1 of 2 sensors passed, and the communication icon was displayed, and that the transmitter was flashing while connected to the sensors. The second remaining sensors found with broken cannula. The broken piece was attached to adhesive tape.

Event description:
The customer called in to report that 2 sensors could not make a connection. The customer's blood glucose level was unknown. The customer's sensors were replaced and returned for analysis.